Manufacturer narrative:
510k: this report is for an unknown nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient underwent revision surgery on (B)(6), 2021 to have unknown locking screws removed. The devices were successfully removed. The devices were originally implanted in 2015. The reason for the removal is unknown and there was no specific allegation against the implants. Concomitant devices reported: unknown nail(part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - nails. This is report 2 of 3 for (B)(4).